Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the 6.5 cannulated tap was damaged; it was reported that the tap was worn down. It was reported that an attempt was not made to verify and use the tap. There was no patient present when this issue was identified. It was reported that the cause or contributing factors related to the damage was normal wear and tear.